Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information; d4 since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used. Additional information: h7 & h9. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is assumed that the distal end cover was not properly attached and dropped off due to the load during the procedure. It was confirmed that the top and bottom of the distal cover were not deformed. This indicates that the distal cover may not have been properly attached to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off into the patient's duodenum, that was retrieved using a retrieval net. The procedure was delayed for about 5 minutes and back-up device was used to complete the procedure. There were no unplanned diagnostic imaging to locate the device and there were no further reports of patient harm. This report is 1 of 2 for the distal cover.